Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination sl guiding sheath was used for the treatment of the lesion site in a leg. The physician inserted the guiding sheath from the right radial artery, but the guiding sheath was not delivered down to the descending aorta. The physician replaced the wire with amplatz super stiff (boston scientific) and replaced the dilator with an angiographic catheter. During the procedure, the physician slightly felt resistance. As the orientation of the guiding sheath did not improve, the physician attempted to withdraw the guiding sheath, then the shaft got stretched in the mid part of the total length and subsequently broken. The physician inserted a 10fr sheath from the left groin and inserted a 7f guiding catheter to catch the tip of the guiding sheath that remained in the patient body using a snare. However, when the physician was attempting to retract the guiding sheath with reduced force, the guiding sheath returned to the original position and could not be removed. Then the physician inserted a guide wire in the entire length using the pull-through technique, inserted a 10cm balloon for evt through the guiding catheter in the left groin and attempted to pull the guiding sheath while the balloon was dilated, but the guiding sheath was not removed. After the procedure continued about two hours, the physician determined to remove the guiding sheath surgically. As the patient had stable vital signs, local anesthesia would be used for the surgical operation, which would start at around 12 midnight. The physician commented that judging from the stable vital signs, the health damage would not be serious after the removal of the guiding sheath. Non-serious health damage to the patient. The blood loss was less than 250cc's. Surgical operation to be performed.

Event description:
Additional information was received on 23apr2020. The sheath stopped advancing when the tip of the sheath descending from the right subclavian artery was just going through the arch of the aorta downward. The sheath got stuck between the elbow and the puncture site. No heavily calcified or tortuous anatomy was observed under fluoroscopic guidance. There was no previous stents in the patient's arm or chest that the sheath had to pass through.we assume the length of the sheath (length) broke off, remained in the patient, and had to be removed via surgery was around 60 cm. As the sheath stopped advancing, the physician attempted to replace the dilator with an angiographic catheter (not a guide catheter). However, the sheath was getting stretched, the angiographic catheter therefore could not be entirely inserted and the dilator remained.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Two 119 cm 6fr r2p destination sheaths (sheath a and b) and a dilator were returned for product evaluation. Visual inspection revealed that sheath a was broken in two segments, about 57.5 cm from the hub. The dilator was partially mated to the broken sheath and about 85 cm of the dilator was coming out of the proximal end of the sheath hub. The distal end of the sheath, which includes the tip, had broken off and was not returned for evaluation. A blood-like substance was noted throughout the sheath. The coiling on the sheath shaft began to unravel at 57.5 cm from the hub and propagated to the distal end of the sheath. The second sheath (sheath b) was subjected to visual inspection and no damage or gross anomalies were noted. The customer was contacted and asked to give further information regarding the second sheath that was returned, and no information was received. The dilator did not have any damage or gross anomalies. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the resistance felt by the physician when advancing the sheath may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.